Event description:
On (B)(6) 2013, the pt underwent treatment of an abdominal aortic aneurysm. It was reported two gore excluder aaa endoprostheses were implanted with no issue. It was reported that during ballooning of the proximal neck of the trunk, the aorta at the level of the renal arteries ruptured. It was also reported the superior mesenteric artery and pancreas appeared "shredded" after ballooning, but it is unk what caused this issue. It was reported the balloon was not overinflated or advanced outside of the graft during ballooning. An attempt was made to implant an aortic extender component to cover the tear, but it was reported the pt was not intubated and deployment could not be performed. The device was removed from the pt, and intubation was performed. After the pt lost blood pressure and went into cardiac arrest, a decision was made to convert the pt to open repair. It was reportedly noted during the conversation the trunk had not punctured the proximal neck, and there appeared to be some atherosclerotic plaque at the level of the renal arteries. However, the exact cause of the rupture is reportedly unk. It was reported the physician was unable to gain control of the bleeding during the conversion, and the pt expired during the procedure due to exsanguination from the rupture.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. The root cause of the rupture is unk.